Event description:
The hcp reported the pump had been functioning well until some months ago. The patient has had periods of extreme weakness, even problems with talking. On 3 occaions, the hcp reported the actual and estimated reservoir volumes did not match. Twic the pump was empty and the estimated reservoir volume was 2ml the first time and 2.9ml the second. The last time, the actual reservoir volume was 3.5ml and the estimated was 6.5ml. The catheter was reported to be okay with a dye test. The pump was determined to be malfunctioning, was explanted and replaced and returned to the manufacturer for analysis.

Event description:
Final device analysis results reveal no anomaly found-normal device function.